Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was going to have a MRI because they are having more pain in their back. It was reported that the patient thought the ins is meant to help with their back pain. The patient reported that the ins battery is failing. The patient clarified that the battery is depleting quicker and they went from only having to charge every 3 weeks to having to charge on a weekly basis. It was also reported that the patient has to charge the ins for longer now. The patient stated that it used to only take them a couple hours to charge and now it takes them 6 hours. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the cause of the implantable neurost imulator depleting faster and taking longer to charge was not determined, and the problem persists. The patient has started to charge more frequently to combat the implantable neurostimulator depleting faster and taking longer to charge. The increased back pain ha s not been resolved. There were no further complications reported or anticipated.